Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced anaphylactic reactions during the dialysis treatment with a theranova 400. The patient had an anaphylactic reaction while the treatment was in the recirculation mode due to problems with the patient¿s cvc (central venous catheter). The patient was given thrombolytic agent and a few minutes later presented with hives, rash with itching, flushed skin, wheezing, and increased pulse. Furthermore, it is reported that since the machine had been in recirculation mode for about 20 minutes or more and it was uncertain that the patient¿s reaction was due to the thrombolytic agent, it was decided that blood lines and dialyzer will be changed. After changing the blood lines and dialyzer, the patient completed dialysis without issue. Patient became stable after receiving medications. No additional information is available.